Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction. It was reported that the rep met with the patient to check their device and when they attempted to increase the amplitude by 0.1 the patient mentioned a painful feeling. The same feeling was felt when they attempted an impedance check which could not be completed due to the discomfort it caused. The patient reported they had never felt this discomfort before when changes were made to their program or amplitude. They recently had spine surgery and wondered if that had caused the issue. Hcp scheduled a full replacement on (B)(6) 2025.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the pain/discomfort occurred when they used their or the patients programmer to increase amplitude or when they used their programmer to check impedance. It was not a symptom caused by one programmer and not the other. The patient said it was not a feeling they had experienced in the past when increasing the amplitude on their device. Most likely caused the issue was they had lower spine surgery recently. The patient and hcp wondered if that had caused the issue. Full replacement scheduled for (B)(6) 2025. They left the system on for now at the current setting as it does not bother the patient as long as they are not making adjustments. It will be resolved with the replacement.